Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding/ extreme abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia. Concurrent conditions included menometrorrhagia, fallopian tube cyst (a benign para mesonephric duct left paratubal cyst), dysfunctional uterine bleeding, amenorrhea, endocervicitis and dysfunctional uterine bleeding. Concomitant products included fish oil and mega potency women's multi vitamins. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder and vaginal haemorrhage outcome was unknown and the genital haemorrhage, fatigue, abdominal distension, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion on (B)(6) 2011: findings: the length of the anteverted uterus is 0.2 cm and the trans fundal measurements are 6.5 x 4.1 cm. Endometrial thicknesses 3.4mm. In the cornua of the uterus, linear echogenic foci consistent with essure devices are noted. The dimensions of the right ovary are 1.7 x 1.4 x1.1 cm. Left ovary measures 1.4 x 0.9 x. 0.8 cm. Physiologic cysts are seen within both ovaries. There is no pelvic ascites. On 20-oct-2015: findings: uterus is 8.8x 4.5x 5.7 cm and without focal parenchymal masses. The endometrial echo complex is measured at 5.983m thickness. Essure coils are seen bilaterally. The right ovary is not visible. The left ovary measures 2.9x 2.7x 1.5cm. On 20-oct-2015: gross description: uterus, cervix, bilateral fallopian tubes, received in formalin: specimen consists of a uterus with attached cervix and attached bilateral fallopian tubes. The right tube with fimbria measures 6.0 cm in length and 0.7 cm in diameter. The left tube with fimbria shows a paratubal cyst that measures 6.0 cm in length and 0.3 cm in diameter. The cyst measures 1.5 x 1.5 cm. The bilateral fallopian tubes are removed and the uterus and cervix weigh 122 grams and measures from inferior to inferior 9.0, transversely 6.5 and anterior to posterior 5.0 cm. The cervix measures 3.0 x 3.0 cm and has a linear slit-like os measuring 2.0 cm in length. The ectocervix is smooth and shows no evidence of masses or lesions. There is no eversion of the squama columnar junction and the endometrial cavity sounds to a depth of 7.4 cm. The uterus is bisected into anterior and posterior halves. The endocervix is smooth and shows no evidence of masses or lesions. The endometrial cavity shows some scarring, and wires extending from the os of the fallopian tubes. The myometrium is serially sectioned and no mass lesions are grossly identified. The endometrium looks denuded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, genital haemorrhage, dysmenorrhea, vaginal haemoorhage, abdominal pain lower most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. . Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain were newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal distension, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.